Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the battery tray 1 and 2 for the imaging system had no output voltage. To restore functionality, the battery trays were replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect battery trays were received by medtronic for evaluation. However, results are not available at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the pendant of the imaging system would not power on while the main system and viewing station of the imaging system powered on. The site then performed a remote desktop and found the computer of the imaging system displayed a fault. The reported issue occurred while uncrating an evaluation imaging system. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The battery trays was returned to the manufacturer for analysis. The battery trays was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.